Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be reopened should additional data become available.

Event description:
Ous MDR - after an implant period of approximately 94 months, oversensing was reported. It was also reported that the patient was pregnant. At the moment biotronik has no further details with regard to a revision procedure. The lead remains implanted at this time.

Manufacturer narrative:
On (B)(6) 2017 we were notify that this lead was explanted and returned for an analysis. Added the event date and explant date. The ICD was not returned for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The data returned for analysis were inspected. In agreement with the clinical observation, the inspection of the available iegms revealed the presence of noise in the ra and farfield channels. However, the data did not show any indication of an ICD malfunction. At a next step the leads under complaint were subjected to an extensive analysis. Only lead fragments were received for analysis. In the course of the visual inspection the available 15 cm fragment of the setrox s demonstrated a rubbed through insulation in two positions. Subsequently the linox sd was inspected showing a rubbed through insulation approx. 14 cm and 20.5 cm distal to the is-1 connector pin. In the area of the proximal insulation damage the conductor cable to the svc shock coil was fractured. The observed insulation damages can be considered as the root cause of the noise mentioned in the complaint description and confirmed during the analysis of the available iegms. Based on the characteristics of the observed damages, it is reasonable to assume that the leads had been subject to severe mechanical stress due to constant friction against another implantable device such as the generator housing or against each other. Diagnostic images clarifying this assumption were not available. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the ICD functions to be as specified. The analysis did not reveal any sign of a material or manufacturing problem.